Event description:
The insulin pump is alarming button error. Customer was out in the sun sweating. The customer had trouble delivering the bolus. The battery was removed. Customer treated the blood glucose with manual injection. The current blood glucose reading is 358 mg/dl. Advised customer not to wear the insulin pump with faceplate against the skin. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with a minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.